Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to moisture and received a broken force sensor detected during seating or regular delivery alarm before critical pump error alarm. The customer¿s blood glucose level was 6.8 mmol/l at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform displacement, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests, download history files, or verify hardware low level failures alarms due to the critical pump error alarm. Device received has a crack on the battery tube which extends to the top where the battery threads are located.